Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 4 years in july to 2.5 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the device was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days, or new device data could be submitted at that time for a new replacement window. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about seven weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 4 years in july to 2.5 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the device was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days, or new device data could be submitted at that time for a new replacement window. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about seven weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis but has not been received yet.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a decrease in the remaining longevity, from 4 years in july to 2.5 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. Data analysis confirmed the device was depleting faster than expected due to an abnormal increase in power consumption. Device replacement was recommended for within 90 days, or new device data could be submitted at that time for a new replacement window. No adverse patient effects were reported. The device remains implanted and in service.